Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged of having throat irritation. There was no report of serious patient harm or injury. There was no medical intervention required by the patient.

Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleged throat irritation while using the device. There was no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to the manufacturer's product investigation laboratory for investigation. External investigation found negligible signs of wear and tear. Internal investigation found minor amounts of dust contamination. No evidence of sound abatement foam degradation was observed. Product investigation lab powered on the device using the returned power supply and power cord. Unit powered on and provided airflow. The device's downloaded event log was reviewed by the manufacturer and found 0 errors logged. The manufacturer was unable to confirm the customer's complaint. The manufacturer does conclude dust contamination was observed. The manufacturer confirmed there was no evidence of sound abatement foam degradation. Please see section h6 for this updated coding and information.